Event description:
Same patient as 213642582-2010-00329. It was reported that during a carotid artery stenting procedure the patient experienced hypotension and bradycardia. The target lesion was located in the left proximal internal carotid artery with 80% stenosis, a length of 20 mm, and a reference vessel diameter of 6.0 mm. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 20%. During the procedure, the patient experienced hypotension and bradycardia. No action was taken to treat these events and they resolved without residual effects and the patient was discharged the next day.

Manufacturer narrative:
It is indicated the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.